Event description:
A closed representative sample reservoir that was not used on a patient was returned for evaluation. During the evaluation, the device was confirmed for anti-reflux valve failure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - a representative sample was returned for evaluation. The reservoir did not function and did not let the air pass when pushed. The valve had the lips stuck together and showed signs of deterioration. The device was received in a condition which does not meet specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.